Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found extensive damage to the header and set screw. Due to the extent of the damage, the root cause of the reported field event of a set screw issue could not be determined.

Event description:
It was reported that during implant procedure, the physician engaged the set screw at an angle and was not able to disengage set screw to release the lead. The device was not implanted.